Manufacturer narrative:
The device was manufactured from march 29, 2021 - march 30, 2021. The actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The device infused for 24 hours instead of 46 hours. This was observed during patient use. The device was filled with fluorouracil and 115ml glucose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.